Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.